Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call sensor went into sensor updating and then it gave her change sensor about an hour and a half later. The customer¿s blood glucose level was 415 mg/dl at the time of incident, declined to trouble shoot for high blood glucose. The customer was advised to return the sensor.